Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary cr150 mbt tkja in situ - implanted (B)(6) 2017, patients has consistently complained about pain and instability. On x-ray - implants appear well fixed with some foreign loose bodies noted posterior knee and native patella - femur and tibia appear in varus position and femur has flexed. Plan was to open and remove loose bodies and resurface patella with ? Full attune revision primary implants explanted and full attune revision performed. Femur - size 8 right with 18x60mm pressfit stem and 40mm partially coated sleeve. 4mm distal augments medially and laterally. Tibia - size 7 revision rp base with 14x60mm pressfit stem, 37mm partially coated sleeve poly - 8/10mm revision insert.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4) investigation summary: no device associated with this report was received for examination. Available photographic evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Several extraction damages were observed on the device. No migration of the implant could be observed, without a series of xrays, it cannot be determine a progressive decay of implant position in relation to initial implantation position. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.